Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had a rough night. Additional information was received three days later. The patient was unable to void one time during the night when they felt like they had to go. Additional information was received on 2017-aug-02. The patient was worse than expected on the evaluation rating and was less than 50%; it was noted they had program changes and a manufacturer representative instruction. Additional information was received three days later. The patient lost their voice previously. Additional information was received one day later. The patient was still not seeing improvement. No further complications were reported/anticipated.